Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was started on treatment with injection (inj). Vancotroy (2gm, once daily, and ip) and gentamycin (20mg, once daily, and ip) for 14 days for peritonitis. The outcome of this peritonitis event is unknown.